Manufacturer narrative:
Additional information: d10, h3, h6 plant investigation: the manufacturing plant received companion samples in the original packaging. The companion samples were visually inspected and was found that the liberty set is acceptable no damages were observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. The reported issue could not be confirmed with the companion samples returned. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that when they insert the cassettes into the cycler, the valve of the cassette was leaking during treatment. The patient reported that they tried another cassette and the same issue occurred. It was reported the pin to the valve appeared to be floating and the valve against the catheter is not flush leaving a small space for the leakage to occur. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the event occurred during the same treatment with two different cassettes from the same lot. The pdrn clarified that the leaking was from where the patient connector connects to the pd catheter (non-fresenius device). The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ciprofloxacin (750 mg, oral, once a day for 10 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the patient is trained on manuals and stat drains if needed, but did not complete treatment until the next day. The pdrn could not confirm if sample(s) are available to be returned. Additional information was requested from the patient, but to date, has not been provided.